Event description:
It was reported that during a da vinci-assisted surgical procedure, a maryland bipolar forceps instrument scattered sparks. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have charring and localized melting at the grip base between the grips. The instrument does not show damage to the conductor wire. The instrument passed the electrical continuity test. The complaint was confirmed by failure analysis. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument. This issue can be resolved by using an alternate instrument to complete the procedure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) contacted the customer and obtained the following information: the customer answered "unknown" to the following questions: where did the arcing appear to originate/occur, where did the arc ground, what surgical task was being performed when the arcing event occurred, when the arcing event occurred, was the instrument tip(s) in contact with tissue, did the instrument tips collide with any other instrument or tool during procedure, did the instrument tip(s) touch any staples, clips or sutures while energized, and were the jaws immersed in liquid or contaminated by carbonized tissue (bio debris) prior to activating the instrument? The vio 3 was the generator the customer was using, and the setting was autocut 5.0 and coag was 7.5. There was no injury to the patient and the patient has not returned to the hospital due to experiencing any post-surgical complications as a result of the arcing event. The instrument was connected properly. There is no video recording for isi to review.

Event description:
Refer to h11 for follow-up information.